Event description:
In 2000, plaintiff was having blood drawn by a phlebotomist on the premises owned by defendant. Plaintiff alleges that an allegedly "defective or broken" phlebotomy chair collapsed on rising after having blood drawn.